Event description:
Stapler (endo gia) broke apart half way through stapling of tissue. Another stapler (endo gia) obtained and used with similar results. No harm occurred to patient, suture used to reinforce staple line.